Event description:
Patient was revised due to fracture of the stem.

Manufacturer narrative:
The reported fracture at the etch location was confirmed. The etch location was changed by a design revision in 2002. A recall was conducted in another country to remove all affected products from the market. Note - affected product was not distributed in the u.s., as u.s. Distribution did not begin until early 2005. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.